Event description:
It was reported by the customer nurse noted today that while flushing the line pre insertion, fluid was leaking from the top of the side arm where the wire comes out. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The returned sample was found to exhibit the same features as a known issue. H3 other text : evaluation findings in section h:11.

Event description:
It was reported by the customer nurse noted today that while flushing the line pre insertion, fluid was leaking from the top of the side arm where the wire comes out. No other information was provided.